Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the flickering image was caused by a faulty cable. However, the specific cause of the faulty cable could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of image disappearing and color bar remaining was not confirmed. The device evaluation found that the rear cover was deteriorated. Due to deterioration of coupler unit, the coupler rattled.. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, when moving the cable, camera side, the image disappears and the color bar remains on the 4k camera head. The issue persists with different processors. Inspection and testing of the returned device found that due to deformation of cable unit, the displayed image was flickering. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.